Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite feels worse than they started treatment. They provided a letter of recommendation from their dentist that states upon examination it is recommended the patient stop byte aligners due to severe jaw discomfort with excruciating pain. It is recommended they continue treatment within a dental office.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.